Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator ( epg) ventricular port was broken. The epg is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the output connector assembly was broken. It was also indicated that the hanger assembly was broken, the upper case is broken at boss, the lower case is broken at boss, the display wire insulation is pinched but wire insulation as not compromised, one case screw is contaminated. All found effective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned.